Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: patient code 3191 is used in initial report to capture prolongation of surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the surgeon is operating the dynamic hip plate. At the last screw hole, the patient bone is extremely dense, therefore it is difficult to drill the screw. The surgeon use 311.460 to drill the hole, which cause the instrument to break. The surgeon could not remove the broken piece. It is currently stuck inside the patient femoral bone. Also, the doctor used this instrument with powertools, which is the appropriate use for this products. The surgery was delayed by 20 minutes. The procedure was successfully completed. The fragment was left in the bone of the patient. Patient outcome unknown. Concomitant device reported: unknown dynamic hip plate (part # unknown, lot # unknown, quantity # 1), unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).